Event description:
It was reported that the patient underwent water vapor therapy treatment. During the procedure the patient was administered an injection to the right and left lobe of the prostate. It was noted that there was a minor bleeding during administration of the treatments. The patient was discharged three days post procedure. There were no device performance issues during the procedure. Approximately three months post the index procedure, the patient is experiencing an infection and medication was administered. The patient was reported to have recovered.

Event description:
It was reported that the patient underwent water vapor therapy treatment. During the procedure the patient was administered an injection to the right and left lobe of the prostate. It was noted that there was a minor bleeding during administration of the treatments. The patient was discharged three days post procedure. There were no device performance issues during the procedure. Approximately three months post the index procedure, the patient is experiencing an infection and medication was administered. The patient was reported to have recovered.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.